Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was blood leaking into the helium tubing and into the balloon pump. The iab was disconnected and removed from the patient. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was blood leaking into the helium tubing and into the balloon pump. The iab was disconnected and removed from the patient. There was no reported injury to the patient.

Manufacturer narrative:
Additional information section d - device available for eval from: yes. To: no. Section h - evaluation method codes added: historical data analysis; 4109. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4). H3 other text : device not returned.